Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the blood glucose device. It was reported the patient received blood glucose results that were in the hypoglycemic or low normal range on the day of the event. The following results were obtained on the performa system from the timeframe of 15:00-19:00 hours; 49 mg/dl, 48 mg/dl, 64 mg/dl, and 82 mg/dl. The patient was "feeling bad", and went to the doctor. No further description of the patient's symptoms were provided. At 20:00 hours the patient received a blood glucose result of 499 mg/dl at the doctor's office and was referred to the hospital emergency department. At 21:00 hours the patient received a blood glucose result of "hi mg/dl" at the hospital. The patient was treated with rapid-acting insulin. The patient was hospitalized for 22 hours. Return of the suspect device was requested for evaluation.